Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the aes-90sn, aes-90sn probe assy,suct, sin was being used on (B)(6) 2024 during an arthroscopy menistectomy procedure when it was reported ¿wand fell off inpatient, wasn¿t retrieved. Found 6 weeks later during follow-up procedure.¿. The procedure was completed without the use of an alternate device. There was no report of extended hospitalization to the patient or user. This report is being raised on the reported injury due to a foreign body being left in the patient and a follow up procedure was needed for it to be removed.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 91 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the aes-90sn, aes-90sn probe assy,suct,sin was being used on 07feb24 during an arthroscopy menistectomy procedure when it was reported ¿wand fell off inpatient, wasn¿t retrieved. Found 6 weeks later during follow-up procedure.¿. The procedure was completed without the use of an alternate device. There was no report of extended hospitalization to the patient or user. This report is being raised on the reported injury due to a foreign body being left in the patient and a follow up procedure was needed for it to be removed.